Manufacturer narrative:
Block e1: the initial reporter's address 2 is (B)(6) - reported here as it exceeded the maximum character limit for the designated field. Block h6: imdrf device code a0401 captures the reportable investigation result of catheter guide break. Block h11: a flexima biliary stent with delivery system was returned for analysis. Visual inspection noticed the guide catheter kinked and detached, the push catheter kinked, and the push catheter suture hole torn. Additionally, a guidewire was found stuck within the guide catheter. The suture did not return. No other damages were noted to the device. Product analysis confirmed the reported event of stent failure to deploy. The investigation concluded that the reported event and the observed problems were likely due to anatomical or procedural factors encountered during the procedure. It may be that lesion characteristics, handling of the device and the technique used by the physician (force applied), limited the performance of the device and contributed to the observed problems. Therefore, a review and analysis of all available information indicate the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was to be implanted to treat gallstones in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, after the stones were removed, the stent was placed but great resistance was felt, and the stent could not be deployed successfully. The device was then withdrawn, but it was noticed that the stet fell off. The procedure was completed with another of the same device. There was no patient complication reported as a result of this event and the patient's condition was stable. Note: this event has been deemed an MDR reportable event based on the investigation results which revealed that the guide catheter was detached. Please see block h11 for full investigation details.

Manufacturer narrative:
Block e1: the initial reporter's address 2 is (B)(6). Block h6: imdrf device code a0401 captures the reportable investigation result of catheter guide break. Block h11: a flexima biliary stent with delivery system was returned for analysis. Visual inspection noticed the guide catheter kinked and detached, the push catheter kinked, and the push catheter suture hole torn. Additionally, a guidewire was found stuck within the guide catheter. The suture did not return. No other damages were noted to the device. Product analysis confirmed the reported event of stent failure to deploy. The reported event of stent premature deployment was not confirmed. The investigation concluded that the reported events and the observed problems were likely due to anatomical or procedural factors encountered during the procedure. It may be that anatomical conditions and/or the technique used by the physician, limited the performance of the device and contributed to the observed problems. Therefore, a review and analysis of all available information indicate the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was to be implanted to treat gallstones in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, after the stones were removed, the stent was placed but great resistance was felt, and the stent could not be deployed successfully. The device was then withdrawn, but it was noticed that the stet fell off. The procedure was completed with another of the same device. There was no patient complication reported as a result of this event and the patient's condition was stable. Note: this event has been deemed an MDR reportable event based on the investigation results which revealed that the guide catheter was detached. Please see block h11 for full investigation details.